Event description:
Additional information indicates that an x-ray was performed and no fracture was observed. The cause for the high impedance measurements are unknown at this time. The patient was to undergo a replacement procedure in the future.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited an acute increase in shocking impedances greater than 125 ohms. The system was tested in all configurations and all measurements were out of range. There was no noise on the shock egram and there were no events with therapy in the logbook since implant. Prior to the this finding the impedances had been consistently in the 40's. Boston scientific technical services (ts) discussed troubleshooting. No adverse patient effects have been reported.

Event description:
Additional information indicates that additional product troubleshooting was performed during a revision procedure and a 1.1 joule commanded shock was delivered and an open circuit error message was displayed. Subsequently, this patient's rv lead was surgically capped and this crt-d was explanted and replaced due to the reported product performance issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.